Manufacturer narrative:
If add'l info becomes available, the eval summary will be submitted in a supplemental report. Catalog numbers and lot codes of other devices listed in this report: cat # 2030-6525-1, lot # unk, description: 6.5 cancellous bone screw 25mm. Cat # 623-00-36f, lot # mp9mda, description: trident 0x3 insert 36mm ID. Cat # 6051-0525s, lot # 35060501, description: secur-fit max. Cat # 06-3605, lot # 89amta, description: c-taper cocr lfit head 36mm/+5. It cannot be determined which, if any of these devices may have caused or contributed to the pt's pain.

Event description:
It was reported that: "pt had bilateral hip replacements. The catalog numbers listed are implanted in the pt right hip. She has been experiencing pain, a popping noise and swelling in both of the hips. On the right side, she feels a tingling sensation and it feels heavy. Pt stated it was okay for stryker to contact her surgeons."